Manufacturer narrative:
Not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was admitted with gib with volume loss and hypotension, have some dizziness with increased pi, suspect secondary to volume loss. Additional information was received and noted lightheadedness and low flow with dark stools. Labs confirmed hb drop 13.3 to 9.9. Patient underwent following tests: egd was negative, colonoscopy showed old blood, capsule endoscopy showed bleeding in the distal duodenum so push enteroscopy was performed. Source of bleeding was confirmed and supportive care with ivf and transfusion of rbc along with endoscopic treatment. No further information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.